Manufacturer narrative:
Device #1 perclose proglide, part# 12673-03, lot# 67091-6h, will be filed under medwatch MFR# 2953144-2008-01443. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: device #2 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss was experienced. A second proglide device was used and a suture break was experienced. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.